Manufacturer narrative:
D9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated h3 device evaluated by mfg ¿updated due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent was returned deployed and noted to be deformed. The stent delivery wire sdw was found to be kinked/bent. The stent introducer sheath distal tip was intact. During functional inspection, stent deployed prematurely during use was confirmed during visual inspection. Functional inspection of stent difficult/unable to advance or pullback through catheter could not be performed as the stent was deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported (ar) 'stent deployed prematurely during use' was confirmed during device analysis. The remaining reported event of 'stent difficult/unable to advance or pullback through catheter' could not be replicated as the stent was no longer loaded on the sdw. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'the subject stent was selected, flushed and advanced into the stent microcatheter, but the stent became stuck within the microcatheter. The physician withdrew the entire stent catheter system and found that the stent had deployed inside the microcatheter'. The stent was returned for analysis in a deployed condition and was noted to be deformed. The introducer sheath was returned for analysis and was undamaged. The stent delivery wire (sdw) was also returned and was noted to be significantly kinked/bent near the distal end of the wire. If the rotating hemostatic valve rhv vent cap is not sufficiently tightened, it is possible for the sheath to experience minor inadvertent proximal movement after it has been positioned inside the rhv/microcatheter hub. Proximal movement of the sheath in the hub would result in a gap between the distal end of the sheath and the microcatheter lumen. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into this gap. The user will then experience increased resistance while attempting to advance the stent through the microcatheter, resulting in damage to the stent and sdw. Upon realizing this through increased resistance, the user would then attempt to withdraw the stent. During this action the distal bumper of the sdw slipped through the stent leaving the stent deployed prematurely inside the microcatheter. This is aligned with the event description and the analysis findings and is one possible explanation for the findings and the available information relating to this complaint. The as reported 'stent deployed prematurely during use' and 'stent difficult/unable to advance or pullback through catheter' as well as the as analyzed stent deployed prematurely during use, sdw kinked/bent and stent deformed will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to unknown procedural factors during use.

Event description:
It was reported that during stent-assisted embolization for recurrent acoma aneurysm, the subject stent became stuck within the microcatheter. The physician withdrew the entire stent catheter system and found that the subject stent had deployed inside the microcatheter. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during stent-assisted embolization for recurrent acoma aneurysm, the subject stent became stuck within the microcatheter. The physician withdrew the entire stent catheter system and found that the subject stent had deployed inside the microcatheter. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.